Manufacturer narrative:
Used (B)(6) 2018 as event date as there was no event date reported.

Event description:
It was reported that balloon rupture occurred. A 14-4/5.8/120mm xxl vascular balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another xxl balloon catheter. No patient complications were reported and the patient was not harmed.